Manufacturer narrative:
Approximate age of device - 6 months and 29 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital with fevers secondary to an infection caused by the lvad's percutaneous lead (driveline). The manufacturer¿s technical service representative reviewed the submitted log file and observed no alarms. Additional information was requested but not provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection and cardiac arrhythmia are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the pump was explanted on (B)(6) 2018 due to an mrsa infection that had entered the patient's bloodstream, resulting in bacteremia. The patient was treated with vancomycin and bactrim prior to the explant. On (B)(6) 2018, the patient's first positive culture was found, and bactrim antibiotics were started the same day. As a result of non-compliance, the pump was not exchanged. The pump will not be returned for evaluation.